Manufacturer narrative:
This report is submitted on june 09, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (date & duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of this report.